Event description:
End user alleges seat post sheered off causing her to fall and injure her left shoulder. End user stated that she at one time weighed over 500 lbs., but is slightly under 300 lbs currently. End user also stated when she's carrying groceries she's over the maximum weight capacity of the scooter.